Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needles had liquid leaking out the top. The following was received by the initial reporter: new opened syringe, when pushing the plunger, there is unclear liquid leaking out on the top of needle.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1333189. D4. Medical device expiration date: 31dec2026. H4. Device manufacture date: 29nov2021 . D4. Medical device lot #: 1322258 . D4. Medical device expiration date: 31oct2026. H4. Device manufacture date: 18nov2021 . D4. Medical device lot #: 2131604. D4. Medical device expiration date: 30apr2026. H4. Device manufacture date: 11may2022 . H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needles had liquid leaking out the top. The following was received by the initial reporter: new opened syringe, when pushing the plunger, there is unclear liquid leaking out on the top of needle.